Event description:
It was reported that a new ilet user announced a less-than-meal for a yogurt (~15 g carbs) eaten for dinner and subsequently experienced hypoglycemia, with a lowest blood glucose of 54 mg/dl for about 20 minutes, which was treated with three glucose tablets; no alerts or alarms occurred. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included temporary impact requiring self-treatment with oral glucose and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding ilet learning behavior and guidance to ensure blood glucose above 80 mg/dl before sleep. Investigation of this case revealed no device malfunction or component failure and no alarms, with the event consistent with early adaptive learning and meal announcement decisions. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.